Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). No patient identifier available, added serious injury, date of event: unknown date in (B)(6) 2018, additional product codes gff, gfa, hsz, device is an instrument and is not considered implanted or explanted, device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Maude report (B)(4): it was reported that the tip of a drill bit broke off into a patient's left humerus during an orthopedic procedure on an unknown date in (B)(6) 2018. This occurred when the surgeon was drilling using a 2.5 mm drill bit. A clinical decision was made to retain the object because removing it could do more harm to the patient than retaining the object. There was no harm to the patient nor special monitoring required. This is report 1 of 1 (B)(4).